Manufacturer narrative:
It is unknown if a sample is available for evaluation. If a sample is received, an investigation will be performed. If a sample is not received, a no sample investigation will be done. Upon completion of the investigation a supplemental report will be filed.

Event description:
It was reported that when activating the push button safety device on a bd insyte autoguard shielded IV catheter, blood splashed backwards out of the catheter and landed on the nurse's lips and in her mouth. The nurse was evaluated by her occupational health department and received routine post exposure lab work. The test results were negative and no prophylactic treatment was provided.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot number 5119567. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.